Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that the system wasn't recognizing the site's instruments. There was no reported impact on patient outcome.